Event description:
The reporter stated that the unit was set to deliver at a rate of 0.6ml/hr from a 10cc syringe. At shift change, there were 4cc left in the syringe when there should have been only 1.8. No pt injury or treatment was reported with this event. Additionally, the reporter stated that during reporter's testing the unit under-delivered when set to deliver 0.6ml/hr. It delivered 0.35ml in one hour.